Manufacturer narrative:
All buttons functioned properly, however, moisture damage was found on the keypad traces. No ramping numbers or scrolling bar anomalies were noted. The pump also had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot. No moisture damage was noted inside the pump.

Event description:
The customer reports that they swam in the pool with their insulin pump. The insulin pump received moisture damage which and the keypad is unresponsive. The customer's blood glucose was 150 mg/dl. Advised the customer to revert to their back-up plan. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).